Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post leadless implantable pulse generator (ipg) implant, the patient experienced pacemaker syndrome with effort dyspnea, palpitations, lightheadedness and atrial tachycardia. The ipg was reprogrammed and the patient's medication was adjusted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.